Event description:
After 43 minutes of a single needle apheresis procedure had elapsed, it was discovered that there were clots in the plasma & collect product bags. Investigation revealed that the anticoagulant (ac) bag had not delivered ac. Upon agitation of the filter, the ac began to flow, indicating a probable kit defeat (i.e., an obstruction or an air bubble block). Kit had completed prinae cycle without any alarms sounding. Procedure was immediately discontinued and the resident was notified. The resident evaluated the donor & found no obvious physical problems.